Event description:
Right hip revision for pain, poly wear, and visible lysis seen on x-ray. Insert, screws, and poly were removed. Surgeon cemented in a zimmer all-poly cup and implanted a universal taper biolox ceramic head with adaptor sleeve.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown series ii insert, 26mm. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Surgeon sending the device to (B)(6).